Manufacturer narrative:
Physio-control advised the customer that their device is no longer supported or under warranty.  The device will not be returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing black boxes on the display upon boot up and the buttons on the device were also not responsive. This issue is indicative of a device lockup and would not allow use of the device. There was no report of any patient use associated with the reported issue.